Manufacturer narrative:
Complaint conclusion: as reported by the patient, about nine years after two unknown coronary stents were implanted, one of the stents fractured/separated, causing a blood clot and an mi. Another stent was implanted. The patient's condition is improving. It was reported that the patient had a heart attack in 2005 and had the two unknown coronary stents implanted in his rca. One was 3.25x38mm and another at 3.5mmx18mm. He was taking aspirin regularly. On (B)(6) 2014, he felt chest pain and arm pain. He rushed to the hospital and an emergency angiography was performed. It showed that one of the stent had broke in two and a blood clot developed at the break. He had had another heart attack due to the blood clot. The stent did not migrate out of position. Another stent was implanted to keep the two stents together and to open up the blood clot. The patient reports that he's still weak, but doing better each day. The stents remained implanted in the patient and a sterile lot number was not provided. Therefore, neither a DHR nor an analysis could be conducted. A thrombus occurs when the hemostatic process, which may occur in response to injury, becomes activated in an uninjured or slightly injured vessel. Thrombus may impede the flow of blood downstream. Myocardial infarction, commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. The reported stent fractured/separated could not be confirmed as films were not provided and an analysis could not be conducted. The exact cause of this failure could not be determined. The coronary arteries are dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Such forces can predispose stents to fracture and may have contributed to this event. In this case the stent/fracture was noted nine years post implantation. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional information was received: received an additional voluntary medwatch, mw5060725, regarding this information. It was reported that the stents were implanted on (B)(6) 2005. The patient "had a heart attack because clot formed around broken stent. Had to be airlifted to hospital, have emergency procedure. They put a new stent inside the fractured stent and another stent outside." Please note that the event date, implant date and patient's name have been updated based on the last voluntary medwatch report submitted. Additional concomitant devices: levothyroxine 50mg, plavix 75mg, metoprolol 25mg, risperidone 2mg, simvastatin 40mg, nitro. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00624 and 9616099-2014-00625. The device remains implanted in the patient; therefore it is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00624 and 9616099-2014-00625. Complaint conclusion: about nine years after two unknown coronary stents were implanted, one of the stents fractured/separated, causing a blood clot and an mi. Another stent was implanted. The patient's condition is improving. It was reported that the patient had a heart attack in 2005 and had the two unknown coronary stents implanted in his rca. One was 3.25x38mm and another at 3.5mmx18mm. He was taking aspirin regularly. In (B)(6) 2014, he felt chest pain and arm pain. He rushed to the hospital and an emergency angiography was performed. It showed that one of the stents had broken in two and a blood clot developed at the break. He had had another heart attack due to the blood clot. The stent did not migrate out of position. Another stent was implanted to keep the two stents together and to open up the blood clot. The patient reports that he's still weak, but doing better each day. It was reported that the stents were implanted on (B)(6) 2005. The patient "had a heart attack because clot formed around broken stent. Had to be airlifted to hospital, have emergency procedure. They put a new stent inside the fractured stent and another stent outside." The device remains implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿stent fractured-separated (cardiovascular)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿cases of fracture have been reported in clinical use of the cypher stent; most reports of stent fracture document that the stent was implanted in lesions beyond the approved indications for use. Complex lesion morphologic features (including lesion length =20mm, ostial location, proximal tortuosity, calcification, total occlusion, and angulation =45°) and implantation of overlapping stents) were commonly present in cases of fracture. While the clinical implications of fracture are not fully characterized, rates of restenosis and tlr higher than those observed when used within the approved indications have been observed.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device remains implanted in the patient; there fire it is not available for analysis. A device history record (DHR) review could not be conducted as the lot number provided, 4050641, could not be located in our system. Additional information is pending and will be provided within 30-days upon receipt. Please note that the following information has been provided by the patient from his stent cards, however, the information could not be located. He is unable to provide what brand device was implanted. On the first stent card, the patient provided the following information: 3.25mmx38mm, lot# 4020441, s204420rx, and ref1074325-38. On the second card, he provided the following information: 3.5mmx18mm, lot 4050641, s85436rx, ref1074350-18. Please note that the implant date provided was provided incorrectly in order to meet electronic MDR requirements. It is only known that the stents were implanted on 2005, the actual day and month are unknown. Concomitant medications: post-procedure medications included aspirin. Concomitant devices: 3.25mmx38mm unknown stent, lot# 4020441, s204420rx, n00003084530a, and ref1074325-38. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00624 and 9616099-2014-00625.

Manufacturer narrative:
Please note that the voluntary medwatch mw5055562 was received and has been determined related to this report. Please note that the patients name has been clarified as (B)(6). A lot number was provided in the report: "60306104," however, the lot number has been found to not be a valid lot number or catalog number. The implant date was provided: (B)(6) 2005. Based on additional information provided, no change to complaint conclusion submitted is needed at this time. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00624 and 9616099-2014-00625.

Event description:
As reported by the patient, about nine years after two unknown coronary stents were implanted, one of the stent fractured/separated, causing a blood clot and an mi. Another stent was implanted. The patient's condition is improving. It was reported that the patient had a heart attack in 2005 and had the two unknown coronary stents implanted in his rca. One was 3.25x38mm and another at 3.5mmx18mm. He was taking aspirin regularly. In (B)(6) 2014, he felt chest pain and arm pain. He rushed to the hospital and an emergency angiography was performed. It showed that one of the stent had broke in two and a blood clot developed at the break. He had another heart attack due to the blood clot. The stent did not migrate out of position. Another stent was implanted to keep the two stents together and to open up the blood clot. The patient reports that he's still weak, but doing better each day.